Manufacturer narrative:
This report is submitted on december 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a blister and magnet dislodgement during an MRI (tesla strength and date not reported). Revision surgery to reposition the magnet occurred on (B)(6) 2018.